Event description:
The customer called reporting they were receiving an error 3 message that was preventing them from testing with their adc meter. During the course of investigation, it was discovered the meter suffered the memory overwrite malfunction and the uom is selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. 0806 errors were found in error log. E3 errors with low battery icon were observed. Calibration parameters were not within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.